Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the connection of to the baxter solution bag during dwell 5 of pd treatment. The patient was using tape around the baxter bag because it was not compatible with the cassette and the connection seemed loose. The patient reported receiving an air detected in cassette alarm during dwell 5 of 5. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies, however, the patient indicated they would revert to alternate treatment. Upon follow up with the peritoneal dialysis registered nurse (pdrn) the reported event was confirmed. She clarified that the patient was using the adapter with the cassette to connect to the baxter solution bag and the patient indicated that she believes the connection between the adapter and the baxter solution bag was not tight enough. The pdrn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The adapter used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: d11- replacing liberty cycler set with liberty pdx cycler set (transcription error).